Event description:
It was reported that the right atrial (ra) lead was replaced. It was noted that the patient had twiddler's syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Blood was noted on the proximal and helix portion of the lead. Consistent with explant damage, the lead's outer insulation was cut and the conductor distorted. (B)(4) implantable pacing lead (B)(6) 2011. (B)(4).